Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a vibration anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the pump did not vibrate. The customer was assisted in performing self-test and noticed the pump did not vibrate during vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with no audio/beeping alarms tones due to broken black wire of the piezo transducer. Unit passed displacement test and fail self test due to broken black wire of the piezo transducer.